Event description:
The device was attached to a person diagnosed in cardiac arrest. The device allegedly displayed a continuous connect electrodes message and use of the device was inhibited. The operator cycled device power, disconnected then reconnected the electrodes and replaced the electrodes in an attempt to correct the reported problem. The device continued to display a continuous connect electrodes alarm. An als crew subsequently arrived and took over treatment of the pt. The pt was not resuscitated.